Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported event and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The tendon anchors and the regeneten implant are implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a right shoulder rotator cuff tear procedure, when the regeneten implant was deploying and tendon anchors were implantation, the regeneten implant detached from the silver shaft and fell into the body. A regeneten implant could not be removed from the body, it was left unsecured floating in the patients anatomy. It is unknown how was the procedure completed. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).